Event description:
A caller reported that an occlusion alarm occurred, but technical support could not verify the alarm number in the pump history. There was no reported impact to the customer¿s blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.